Event description:
Healthcare professional reported capsular contracture (baker grade iii) of the right device discovered via an ultrasound. Replacement with non allergan devices.

Manufacturer narrative:
Continued from facility name: (B)(6). (B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Visual analysis: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on (B)(6) 2022. Visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: capsular contracture baker grade iii.